Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt contacted zoll customer support to report that he had blue gel on his back. The pt reported that he was out dancing, and he was treated and knocked to the wall. Review of the pt;s downloaded data and ECG strips indicated the pt was treated. The lifevest (lv) detected an arrhythmia at 23:17:38. The pt's ECG strips show atrial fibrillation (af) with rapid ventricular response. The lv treated the pt at 23:18:14. The rhythm at the time of treatment was af with rapid ventricular response. The post-shock rhythm was af with rapid ventricular response, af contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt remained at home and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention following the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As rec'd, the monitor and electrode belt were functional and able to detect and treat a pt. Monitor sn (B)(4)- 10/2013 (reuse); electrode belt sn (B)(4) - 04/2014 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), included the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdra_docs/pdf/p010030b.pdf